Event description:
Air leak in the percutaneous drive line of lvad. Resulted in failure of lvad to empty and emergency surgery to replace lvad. Pt. Required multiple blood transfusion post-op and developed renal failure.